Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with an unknown 0.014 guidewire inside the device. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed a longitudinal tear in the balloon 1mm from the tip that was approximately 18mm long. There was a longitudinal tear to the guidewire lumen 1mm from the tip that was approximately 21mm long. The marker band was damaged. The returned guidewire was protruding out from the longitudinal tear. The guidewire was removed without any resistance or issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the froze on wire but did find damage that may have contributed to the reported event. E1- initial reporter facility name: national hospital organization osaka national hospital

Event description:
It was reported that device froze on wire occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, the balloon was stuck with the guidewire, and was unable to moved back and forth. The catheter and guidewire were removed as a single unit. The guidewire was able to removed from the catheter outside the body. The procedure was completed with different device. No patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that device froze on wire occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, the balloon was stuck with the guidewire, and was unable to moved back and forth. The catheter and guidewire were removed as a single unit. The guidewire was able to removed from the catheter outside the body. The procedure was completed with different device. No patient complications nor injuries reported.